Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had high pressure. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The r customer reported a problem with a high pressure. The problem was not confirmed. Visual and functional testing was performed. Due to a crack in the case, the rear and front housing were replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem was not found.